Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the vh-3000 jaw boot broke off. The tm reported that it did not fall off into the pt. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation has been completed. (B) (4)